Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the crack in the adhesive around the objective lens was traced to component failure. Additionally, the most probable cause of the foreign material in the air/water cylinder, air/water tube, and inside the light guide lens could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited foreign material in the air/water cylinder, air/water tube, inside the light guide lens, and a crack in the adhesive around the objective lens. There was no patient involvement.